Event description:
It was reported that during an unknown procedure, the device would not staple but cut. The device cut but all of the staples did not hold. There was some hemorrhaging, which was controled with manual suture. The surgeon met some difficulties to complete the case. No blood transfusion was reported. The post-op care was reinforced. The staples were not all correctly formed, closed: the stapling suture was not correct. (B)(6).

Manufacturer narrative:
(B)(4). (B)(4). Information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.